Event description:
New information received noted that the lead also exhibited noise.

Event description:
It was reported a patient presented in-clinic. Prior examination of the right atrial lead (ra) revealed low pacing impedance. Insulation degradation was suspected as the cause of the impedance malfunction. The ra lead was capped and replaced on (B)(6) 2021. No patient consequences were reported.